Event description:
My wife was having outpatient surgery for installation of a neurostimulator to help with bladder control. Her surgeon, dr. (B)(6), (B)(6), phoenix, installed the system sensor points into her lumbar region. The procedure was less than 10 minutes and she was released. Within one hour of arrival home she was in excruciating pain and had to be taken to the ER at a local hospital. They discovered a massive hematoma in the lumbar region of her back. It was within the skin and not in the abdomen. The doctor explained that the hematoma was actively bleeding internally causing pressure and the radiation of pain from the area. My wife was transferred to a trauma center that could provide the care needed. After 7 days in the ICU she was released and we were told that the hematoma was stable and not bleeding any longer and would no longer require surgery. We were also told by two doctors that the hematoma was caused by the installation of the neuro stimulator sensors in her lumbar area. We do not know if the problem was caused by the sensors themselves, their installation procedure or the doctor's skill level. The doctors told us that they thought it possible a blood vessel was opened and leaked into the lumbar region causing the hematoma. We do know that she suffered pain at a level higher than child birth, that her hemaglobin levels dropped below 7 and she was subjected to narcotic control of her pain and elevated blood pressure and pulse rates. The neuro stimulator device was manufactured by medtronic and called "interstim system". When we left the hospital, we were told that recovery at home would take over 2 to 3 months even with physical therapy and nursing care at home. The doctors primarily utilized CT scans to track developments with the hematoma. Simultaneously they tracked hemoglobin levels and blood pressure to determine if the bleeding continued within the hematoma and would eventually require surgery to correct. Ultimately, after several days, the bleeding stopped and the hematoma stabilized. After additional observation the doctors were secure in releasing my wife to return home. Recovery will take over 2 to 3 months according to the doctors.